Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all pyxis station was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that station was not communicating with the server. The field service engineer (fse) logged into remote support service (rss) and found all stations running in critical override with no server connection. The technical support specialist identified a network issue that caused the stations to enter retry mode. The product support engineer (pse) resolved the network issue, and the station retries were cleared using knowledge article ¿retry - insert into purge.purgestatistics ¿. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all pyxis station was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.